Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/01/2015 with the following findings: on examination, there were small cracks in the pump case near the upper right and lower right corners of the display lens. There was no visible evidence of moisture ingress observed. A leak test confirmed moisture ingress into the pump at the sites of the case cracks. The pump was opened for investigation and revealed moisture inside the pump affecting the interior components. Unrelated to the original complaint, the display screen was noted to be dim/faded/discolored.